Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported it was reported that at implant that the lead was not implanted because it was determined that a 4 french lead was necessary. A different lead was used. No patient complications have been reported as a result of this event.